Event description:
The customer reported to baxter of a v-link catheter extension set that was alleged with a poor seal at the perforation of the set's sterile packaging. The customer stated that when one package was opened, the next package connected would also open. There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4) - the sample was received for evaluation; however, the evaluation has not yet been completed. A review of batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A follow-up report will be submitted upon completion of evaluation or if relevant additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the customer reported condition as damaged sterile packaging. The root cause of the reported condition was determined to be related to the manufacturing process. No other observations were noted on the unit. This issue is being investigated through corrective and preventative action (CAPA). The manufacturing facility has implemented corrective actions related to the manufacturing process and re-trained the technicians involved in the sealing process.